Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the incident occurred in (B)(6) 2014 so is over 2 years old tip came off in use and was retrieved. There is no device available for investigation.ected. B) if yes, is the damage permanent? Was there blood loss of 500cc or more due to the product problem? Did the blood loss resulting from this product problem require a blood transfusion? Was the surgical time extended 30 minutes or more due to the product problem? Describe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.?).